Event description:
It was reported that an emergent examination could not be completed on the epiq 5 ultrasound system. During an emergent visceral ultrasound examination, the images were not clear enough to make a diagnosis using the same system. The ultrasound system was exchanged to complete the examination, and the patient was diagnosed with ectopic pregnancy. The patient was admitted for emergency surgery and has recovered. There was no reported patient or user harm associated with this event. Philips has started an investigation, and upon completion, a follow-up report will be submitted.

Manufacturer narrative:
A thorough investigation was unable to be performed to determine the cause of the reported problem. The customer declined service and support from philips. Therefore, the system logs and other pertinent information for the investigation were not able to be obtained. No further information is available.